Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Lot #: the reported lot# 5262019 was not found for the catalog number. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. We would be very interested in examining product that does not meet your expectations and our quality standards. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record (DHR) review was not able to be performed on the batch associated with this investigation as the batch number was not known. Investigation conclusion: a complaint history check was performed with the reported lot code of 5262019 although that lot code was not found. A device history record (DHR) review was not able to be performed on the batch associated with this investigation as the batch number was not known. Root cause description: undetermined.

Event description:
It was reported that needle breakage occurred with a bd precisionglide¿ needle . The following information was provided by the initial reporter, "material no. 305110, batch no. Unknown (provided: 5262019). It was reported that a needle that broke off the syringe when she tried to remove it and another syringe that seemed to take in air as it took in insulin. On (B)(6) 2019: description of issue: customer reports a needle that broke off the syringe when she tried to remove it and another syringe that seemed to take in air as it took in insulin. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 1 of each. Item number: 3 ml syringe ¿ 309657, 26 g, 3/8¿ needle ¿ 305110. Product lot number: 5262019. Cts to replace affected needles and informed customer bd may contact them for investigation of the needle failure."